Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and identified a hole in the lower seal of the packaging. The reported issue was verified and the cause was determined to be a manufacturing issue due to the use of a silicone buffer with imperfections and unexpected interruption of the machine at the time of the formation of the seal on the pouch. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the minicap package was not sealed correctly and was losing air. This was reported before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.